Event description:
(B)(6). Is reporting a pump malfunction without any info provided. (B)(6). Is requesting that pharmacy team follow up with pt for cadd solis pump replacement. Np states pt reported to her that one of their pumps is causing issues/not working correctly. (B)(6) confirmed pt is on their back up pump and currently infusing with no issues but will need a replacement pump. Pharmacy spoke with pt who provided malfunctioning pump serial number: (B)(6); maintenance due date is unknown. When asked what was wrong with the pump, pt kept saying it is beeping with no info to provide. Pt seems to be confused about what is wrong with the pump, rph unable to troubleshoot. Pharmacy replacing malfunctioning pump. Pt is infusing with no issues on the back up pump. Unknown if product fault occurred while in use with pt. Product issue did not cause or contribute to pt or clinical injury. Pump associated with event available for investigation once returned by pt. Pt is infusing with no issues on the back up pump. Infusion is life-sustaining. Outcome resolved. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. No further info, details, or dates available. Reported to (B)(6) by: health professional.